Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and stretched coils appear to be related to operational circumstances of the procedure. In this case, it is likely that during the procedure the coils likely became damaged causing the reported difficulty to remove ultimately resulting in the reported stretched coils during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported that the ht (B)(6) guide wire was removed; however, resistance with the anatomy was felt and the coils stretched. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.